Manufacturer narrative:
H2) correction: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. H3) a software investigation was initiated and determined that the reported issue was not a software issue. H6) 10, 213, and 67 are applicable to the software investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. The system was working as intended. The ssd was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ssd was tested on the bench tester and the station would display the same message. The message is as if the ssd was not installed. They tried to power the ssd on the duplicate tower and it was not recognized as being connected to the tower. They also connected the ssd to a computer with different software and the drive was not recognized. The computer was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while booting up the system, the system was showing a efi shell version message on the screen. The site was unable to get past message by hitting escape. No patient was present at the time of the event.